Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
A functional test with a depuy mating cup trial confirmed the complaint. Examination found one of the four ball plungers is frozen. Previous investigations found poor, repeated cleaning over time may be a contributing factor in loss of ball plunger function along with heavy usage. The provided date code (B)(4) indicates the instrument was manufactured in february 2005 and is over ten years old. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
A functional test with a depuy mating cup trial confirmed the complaint. Examination found one of the four ball plungers is frozen. Previous investigations found poor, repeated cleaning over time may be a contributing factor in loss of ball plunger function along with heavy usage. The provided date code pg0205 indicates the instrument was manufactured in february 2005 and is over ten years old. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The head trial handle is difficult to load. The spring ball bearing sticks.